Event description:
Caller states the patient tested 7.1 inr on the coaguchek system and 5.1 inr on a comparison lab. No action was taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.